Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angioplasty interventional procedure. Reportedly, "the knot came out with the needles during knot tightening". A second proglide device was used and an unknown device failure occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). No device returned. (B)(4). Subsequent to the initial filed report, additional information received indicated that there was no second device used; therefore, this is not medwatch reportable.

Event description:
Subsequent to initial medwatch report the following additional information was received: reportedly, after the first proglide device malfunction, hemostasis was achieved using manual arterial compression. A second proglide device was not attempted to be used is not MDR reportable. No additional information was provided.